Manufacturer narrative:
Unit received motor error alarms due to motor encoder signal out of phase. Cracked case all corners of display window, cracked reservoir tube, cracked battery tube threads and scratched on display window and missing end cap sticker noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 308 mg/dl. Troubleshooting was performed. The device was returned for analysis.